Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2024 due to bent cannula. The blood glucose level was 526 mg/dl at the time of event and the patient was treated with intravenous drip. The patient test for ketones result value 7. The patient had symptoms of confusion feeling sick during the time of hospitalization. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 5394045 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 5394045 were previously tested in complaint (B)(4) on 06/mar/2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing of quick set. Lot 5394045 was manufactured according to the work instruction (wi) version 71 and packaging in the multivac 09 & 12, on 28/jul/2022, with a total of (B)(4) units. Assembly of quick set: lot 5397573 was manufactured according to the wi version 23 assembled in the quickset line, on 28/jul/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction soft cannula found bent upon removal from infusion site and lot 5394045 and other 4 complaints have been registered in database for the same lot 5394045 and malfunction code. Preliminary conclusion due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required.

Event description:
To date no additional patient or event details have been received.